Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. A correction has been made to section b5 and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam.. The patient has alleged to experiencing a severe cough cough with alot of sputum and has alleged to seeing black particles in the mask. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The deviced powered on and provided airflow. Upon external examination very little wear and tear was observed. Internal evaluation revealed light dust contamination in the interior of the device enclosure, and fine dust contamination of the blower. He device's downloaded logs were reviewed by the manufacturer and found 0 errors logged. There was no evidence of sound abatement foam degradation. The manufacturer concludes the contamination found was consistent with dust. There was no evidence of sound abatement foam degradation found within the device.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).